Manufacturer narrative:
This report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4). Citation: imumura et al. Decoupling between pulmonary artery diastolic and wedge pressure following transcatheter aortic valve replacement. Circulation journal. 2022 feb 25;86(3):383-390. Epub 2021 oct 1., doi: 10.1253/circj.cj-21-0573. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the prognostic impact of pulmonary artery pressure decoupling after transcatheter aortic valve replacement (tavr). The authors defined decoupling as an elevated diastolic pressure gradient level, which is elevations in diastolic pulmonary artery pressure over measured pulmonary capillary wedge. All data was retrospectively collected from a single center between october 2017 and may 2021. The study population included 77 patients (predominantly female, median age 86 years). Patients were implanted with either a self-expandable valve (medtronic corevalve or evolut r) or a balloon-expandable valve (edwards sapien xt or sapien 3). No unique device identifier numbers were provided. Following tavr, 16 patients had decoupling (decoupling group), while 61 were without decoupling (control group). Among all 77 patients, two-year all-cause mortality rates were 15% in the decoupling group and 4% in the control group. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Among all 77 patients, adverse events that occurred during the two-year observational period included: heart failure readmission requiring intravenous diuretic therapy (33% in the decoupling group, 7% in the control group). Additionally, elevated diastolic pressure gradient was observed. Although a direct correlation was not made, medtronic product may have been associated with these adverse events. No additional adverse patient effects or product performance issues were reported.